Event description:
It was reported that the patient's lead had migrated. The patient also had pain on the lower edge of the neurostimulator. The pain was induced when pressing on the device, regardless of whether the device was on or off. Impedances were normal and were in the 500-600 ohm range. The patient was planning to undergo revision for the lead migration; there was a potential that the pocket may also be moved to avoid pain. Additional information was requested.